Manufacturer narrative:
Lens was received and inspected under 10x magnification. Results show the leading haptic of the iol adhered to the optic. Definitive cause is unknown. No patient issues associated with this event. All information currently available is included in this report.

Event description:
It was reported by the account that the intraocular lens was broken, no other details given. When received it was noted during inspection that one haptic was stuck to the optic of the lens.